Event description:
It was reported that the patient experienced a stroke following a spinal cord stimulation (scs) implant procedure. The suspected cause of the stroke was due to the patients pre-existing condition and not considered device or procedure related; however, this could not be confirmed. Information regarding any interventions or the patient outcome was unable to be obtained despite good faith efforts. Event date- 1st stroke 10oct2025 (implant date: (B)(6) 2025).